Manufacturer narrative:
The company representative did not find the 'electrical error code' on the alarm logs for the event time frame. He evaluated the iabp with a trainer unit and a sensation plus iab. He could not recreate the electrical error code. The company rep advised the customer to contact the "in house" biomed service dept that provides support on the cs300s at (B)(6). The customer in-house clinical engineer does not have a record of a problem with this iabp in (B)(6) 2013 nor a work order request for this iabp for the time period of the complaint. Clinical engineering reported that the (B)(4) representative has performed pm on this iabp since (B)(6) 2013 and "it passed." (B)(4).

Event description:
The customer reported that prior to use on a patient, the pump was turned on and gave an "electrical test failure code" alarm. The customer replaced the iabp and initiated therapy. No patient injury was reported.